Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during a dilation of the esophagus performed (B)(6), 2010 on a (B)(6) male patient. According to the complainant, after successful dilatation, balloon deflation was attempted however it was noted that the balloon would not completely deflate. The balloon was not able to be removed from the scope and as a result the balloon and the scope were removed as a unit from the patient. Once outside the patient, an attempt was made to cut the catheter to remove the device from the scope however the catheter was noted as too tough and not able to be cut. A lubricant was then applied to the balloon portion of the device and the device was able to be pulled through the scope with some difficulty. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the event was reported as stable.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly the toe was revised one month after implantation.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.